Event description:
The customer reported that he woke up with a blood glucose reading of 302 mg/dl, and he felt that the insulin pump was not delivering any insulin. The customer had to give himself a manual injection. Attempted to troubleshoot, but the customer is disabled, and was very tired at the time of the call. The customer wanted to remain in manual injections until his next visit with this health care professional. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.